Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels up to 30.5 mmol/l with muscle cramping. The patient reported that the blood glucose elevated after returning from exercising and having dinner. The patient indicated that the site, set, and cartridge had not been changed in a few days. When the cartridge and infusion set was removed a small bubble was found in the cartridge. The patient was unable to provide a lot number for the cartridge. Customer support reviewed the importance of using room temperature insulin in the cartridge to prevent bubbles from forming. This report is made based on the allegation that the patient experienced hyperglycemia associated with incorrect cartridge filling technique.